Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, the product was not used on the patient, the device was not inserted in, when they received the instrument, the jaws of the cartridge were noted to be closed. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.